Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 108 mg/dl. Customer also received a low reservoir alert. Customer stated that they cannot clear the alarm. Customer changed the battery twice and nothing happened. Caller stated that the time is advancing, so the screen was not frozen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip. The low reservoir alarm worked properly and no unexpected low reservoir alarm was noted.